Manufacturer narrative:
The check of the dhrs of the femoral component did not highlight any pre-existing anomaly on the 30 femoral components that belong to lot# 17as02r. According to our records, all the components with the lot# 17as02r have already been implanted and this is the first and only complaint received on the same lot#. X-ray images dated (B)(6) 2019 were received by limacorporate. The images were analyzed by our medical consultant, together with the pictures of the explanted components. He commented: "femoral component is correctly placed within the deviation tolerance, tibial component has increased dorsal slope 3,6° and valgus position of 94,5°. The position of tibial component is not optimal for the stability of tka. The whole valgus angle of the left leg was increased with the implantation of the tka compared with the right side no signs of aseptic loosening in all areas of femoral and tibial component opened space in medial compartment indicate instability of the tka. If the tibial component would be positioned correctly, the medial compartment would be even more opened. The reason is over-release of the mcl." Observing the pictures of the explanted femoral component, he commented: "bone cement on all surfaces of the inner part of femoral component with the signs of good penetration of the cement into the cancellous bone. There are no radiological sings of the loosening of the femoral component. The bone cement was penetrating into the cancellous bone in zones 1,3 (note: zone 1 and 3 indicate the upper and lower part of the femoral component). In zone 2 (note: zone 2 indicates the central part of the femoral component) the bone cement is not attached to the component." In conclusion, based on the investigations performed, we can state that: - no pre-existing anomalies were detected by the check of the components dhrs, - by the visual inspection of the femoral component, signs of good penetration of the cement into the cancellous bone were noted by our medical expert, - the analysis of the x-rays highlighted no radiological signs of loosening, but a possible instability of the tka. Based on the few information available, no definitive conclusion can be determined on the cause of the loosening reported, however the check of the dhrs confirmed that the components were manufactured up to drawing specifications, thus this event cannot be classified as product-related. Pms data: limacorporate is not aware of other cases of revision surgery due to loosening of the physica ps femoral component (product codes 6515.09.xxx). The specific revision rate is lower than (B)(4). No corrective action for this case, limacorporate will continue monitoring the market to promptly detect any further similar event.

Event description:
Knee revision surgery performed on the (B)(6) 2020. The reported cause for the revision was the loosening of the physica ps femoral component. The following components were explanted during the revision surgery: - 6515.09.550, physica ps femur comp. Left #5 lot #17as02r. - 6522.15.050, physica fixed tibial plate #5 lot #1602982. - 6535.50.510, physica ps tibial liner #5 lot #16at049. Previous surgery took place on (B)(6) 2017, due to gonarthrosis. The complaint source reported no relevant clinical conditions that may have contributed to the event. Patient is 67 years old. Event occurred in italy.

Manufacturer narrative:
By checking the DHR of the lot #17as02r, no pre-existing anomaly was detected on 30 physica ps femur components manufactured. This is the first and only complaint received on this lot#. We will submit a final MDR once the investigation will be concluded.

Event description:
Revision surgery of physica ps performed on (B)(6) 2020. According to the information reported by the complaint source, cause for revision was mobilisation of the femoral component physica ps femur comp. Left #5code 6515.09.550 lot #17as02r. In addition to the femoral component, the following components were also explanted: 6522.15.050 physica fixed tibial plate #5 lot #1602982; 6535.50.510 physica ps tibial liner #5 lot #16at049. Primary surgery was performed on (B)(6) 2017 and was due to gonoarthrosis. No other information reported. Event occurred in (B)(6).